Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. A commanded 41 joule shock was delivered to test the lead. The impedance measurement with the commanded shock was 49 ohms, however high out of range shock impedance measurements were noted following the testing. The proximal coil was programmed out of the vector and another commanded shock was delivered with a result of 79 ohms. The shock vector was reprogrammed to distal coil to can. No additional adverse patient effects were reported.